Event description:
Cranioplastic and tracer mixed per protocol. Set up prematurely so that two batches had to be mixed. The pt had to be stuck twice with trocar to deliver two small batches cement. Each hardened very rapidly. Dr feels outcome adequate, but unable to fully assess at this time.